Manufacturer narrative:
As of today, the explanted pacemaker has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. The clinical observations were not confirmed during analysis.

Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed noise which resulted in oversensing and the storage of ventricular tachycardia events. The noise could be reproduced with arm movements. The lead impedance and threshold measurements were stable. The right atrial lead displayed noise as well. This noise was not reproducible. The patient was not symptomatic however he was pacemaker dependent therefore a lead revision procedure was performed. The lead was abandoned surgically and the pacemaker was replaced during the procedure. There was no report of adverse patient effects due to the revision procedure